Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 417 mg/dl with extreme tiredness related to a missing bolus from the pump. The reporter indicated contacting a physician for advice and treating the blood glucose with an insulin injection. The reporter indicated that one bolus was found to be missing from the pump history on (B)(6) 2015 at 18:38 for 1.2 units. The reporter confirmed that the meter counted down as if delivering but the pump showed no record of the bolus. This report is made based on the allegation that the patient experienced hyperglycemia associated with a missing bolus in the pump history.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings:.1) daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Returned battery cap used for investigation..2) pump passed delivery accuracy test and found to be delivering within required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. (B)(4).